Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to a reported internal failure and reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.